Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the site was unable to connect both of their navigation system to their multiple imaging systems. The site attempted multiple restarts and tried pinging both navigation systems, but they were unable to connect. The site was able to proceed with the procedure with a use of a different imaging system. It was noted that the site's it had changed the ip configuration on the imaging system and that caused the delay. The issue was resolved when the settings have been restored. The delay of the procedure was over an hour, but there was no impact on patient outcome.